Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's device exhibited backup vvi operation when programming changes were attempted. It was noted that the device had reached eri and could not support firmware download. Device replacement was discussed. No intervention was reported.